Event description:
Customer reported a low blood glucose event. The paramedics were called to his home. The current blood glucose reading is 66 mg/dl. Customer treated with food. The blood glucose increased to 71 mg/dl. Customer experiencing low blood glucose for four days. The blood glucose reading at the time of the event was 41 mg/dl. Customer was shaking and angry. Customer stated that the insulin pump over-delivered insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.